Event description:
Facility reported that during treatment the tubing was reportedly leaking around the pt's catheter. The estimated blood loss to the pt was 400-500 cc's. Pt was hospitalized requiring a transfusion of two units of packed red blood cells. In a phone call placed to the initial reporter of the event in 09/2005, the pt "was doing better". The sample is not available for evaluation.